Event description:
A pt was being monitored on a pc-1 with an EKG module set at a low alarm lunet of 40. The pt suddenly became bradycardic and the heart rate dropped to 20. The monitor did not alarm and continued to display the pre-bradycardia rate. Subsequently, bio-med replicated the scenario on 6 other spacelabs EKG modules as follows: the heart rate was set at 60 bpm with a lower alarm lunet of 40. When the rate was suddenly dropped to 15 bpm, the module did not alarm. The rate displayed by the module in all six trials remained at 60. The problem was immediately reported to spacelabs. Only recently did the hosp receive spacelabs response concerning its review of their concerns. Spacelabs comments not withstanding, they continue to view the problem described above as an indication of a serious flaw in the design and/or functioning of the equipment. Incidentally, when the original device failure occurred, a nurse was actually present at the pt's bedside and immediately provided appropriate care so that the pt was unaffected by the malfunction.

Event description:
Add'l info rec'd from MFR 11/29/01: on 6/21/01, hosp notified spacelabs med of an alleged incident with one of their pt ECG modules, model 90470-01-21. MFR opened complaint the same day. The complaint alleged that the pt's heart rate dropped from 60 bpm to 20 bpm and that the low rate alarm, which was set at 40 bpm, did not alarm. There was no impact to the pt. The customer's biomed tested the module at 15 bpm and reported that it did not alarm. On 7/6/01, the customer was asked to provide the incident module for evaluation, but refused stating they didn't know which one it was. The module serial number had not been documented and had not been taken out of svc. MFR asked for add'l info regarding the details of the incident, including copies of the actual ECG strips of the event, copies of the hosp report, info on the pt's condition and an interview with the nurse involved in the incident. The customer, however, refused MFR's requests and failed to provide any add'l info. Subsequently on 7/13/01, MFR has faxed the pt's record which showed the heart rate had dropped to 33-32 bpm instead of 20 bpm as initially indicated. On 7/9/01, after providing a loaner, MFR received from the customer a module, model 90470-01-21, for evaluation. Testing of this module showed whenever the heart rate of the module was dropped to 20 bpm, the low rate alarm did indeed sound each time. However, when testing at 15 bpm as the biomed did, MFR identified an anomaly of the software where the low rate alarm did not sound. Further evaluation determined 3 events had to happen for the anomaly to manifest itself. (1) the heart rate must drop suddenly below the alarm limit within a one beat interval, (2) the heart rate must stop in the range of 12-15 bpm, and (3) the heart rate must stay in the 12-15 bpm range. In this scenario, there would be no low rate alarm. Testing of the customer module shows that the alarms were working properly outside the range of 12-15 bpm. MFR could not determine from the event if the alarms were in fact turned on or what their setting was. MFR has been unable to identify any supporting evidence that the module did not alarm. It may be that the staff somehow overlooked the alarm. Concerning the software anomaly between 12-15 bpm, to assess the risk involved in this scenario of the heart rate dropping abruptly and staying in the range of 12-15 bpm, a health hazard evaluation was conducted. Results of that analysis (see appendix 2) show that while this scenario is possible, the risk involved is very low since the probability of occurrence is believed to be remote. This test did not represent the actual clinical event and is clinically unlikely to happen. It should be noted that any heart rate outside the range of 12-15 bpm would trigger an alarm. MFR's analysis is supported by the hosp's decision not to discontinue use of the devices. The pt module used in the incident was never positively identified. MFR believes to be one of their model 90470 series multi-parameter pt modules. To MFR's knowledge, no pt module was taken out of svc and they continue to be used throughout the hosp. It is MFR's determination that while the risk to the pt's health is low and the probability of occurrence is remote; MFR intends to correct this anomaly by distributing new software in all currently used ECG products. The field corrective action plan has not yet been fully developed, but will be submitted to the FDA in the next 10 days.